Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient wanted to turn therapy off due to several concerns they had. The patient said that last year they were in a car accident and the steering wheel slammed into their chest and upper torso and they had a t12 compression fracture ¿that added to it.¿ the patient said in november they saw a healthcare professional to have the ins removed because their urologist recommended it but instead of removing it, they did a revision and moved it to the right side. The patient said the unit only worked for about 30 minutes and by the time they left the clinic it quit working. While the patient was at the clinic, they picked up infectious bronchial pneumonia and ended up in the hospital for a week. During that time, they took an x-ray and commented that the ins case was broken. When the x-ray was done at the time of the patient¿s accident it was just noted that it was there, not broken. The patient was redirected to follow up with their healthcare professional. No further complications were reported.